Event description:
Upon withdrawl of dilator, the sheath jumped forward. An injection after removal of dilator revealed blushing or leakage of contrast outside vessel wall. No intervention required, situation resolved itself. The physician felt he had caused damage to the distal aorta at the bifurcation with the tip of introducer.